Event description:
It was reported that a vns patient's device was unable to be interrogated. During their office visit the patient¿s device could not be interrogated using two different programming systems. Last interrogation took place on (B)(6) 2012 and the settings at the time were: 1.75/20/130/30/1.1/2.00/60/250 with a 35% duty cycle. No battery indication flags were observed during that office visit. System diagnostics at that visit were output status ok, lead impedance ok, dcdc 3, eri no and normal mode diagnostics were: output status ok, lead impedance ok, dcdc 0, eri no. Trouble shooting did not get their generator interrogated. The physcian did not believe that this may be due to eos because the device was implanted 3 years ago. The patient had been having an increase in seizures and has been noticing that he has not been feeling his magnet swipes. They had been seizure free and on a low dose medication. They just had one seizure. The patient's seizures are not above baseline and not a change in seizure type. No patient stressor or change of medication.the patient went in for full revision surgery on (B)(6) 2013. Their lead was a prophylactic replacement. Good faith attempts are underway for their explanted product return.

Event description:
Additional information was received that product analysis was completed on the generator and lead. Based on the electrical test results, the device exhibited current consumption rates that are within specification. A battery life estimation resulted in 6.26 years remaining before the eri flag would be set. A cause for the discrepancy in battery life, considering that the current consumption rates are within specification, could not be determined. The pulse generator module performed according to functional specifications. Other than the noted anomaly, there were no performance or any other type of adverse conditions found with the pulse generator. Due to the premature battery depletion additional testing on the module will be performed. The module will be attached to a new battery and the current drain will be periodically monitored for 3 months in an attempt to identify & correct the source of any high current drain, should the condition reoccur. The battery will be returned to the manufacturer for analysis. Results of all additional analysis will be included as an attachment to this file. The outer and inner silicone tubing is abraded open at the lead body. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil ends and strand segments show what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. Also, scanning electron microscopy image of the connector pin shows appearance suggesting that pitting or electro-etching conditions have occurred at the area where the opaque appearance was noted. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. The lead fracture and anomalies seen were reported in medwatch # 1644487-2013-02342

Event description:
An addendum to the analysis was completed on (B)(4) 2013. The module was attached to a new battery and the current drain was monitored for 3 months. No excessive current drain was noted during the monitoring period. The capacitors (c4, c18 and c11) were measured for leakage current consumption at the rated voltage and were in specification. During the monitoring period c6 was damaged. C6 was replaced with a known good component.

Event description:
Additional information was received that the generator and lead was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. The generator was unable to be communicated with by two different programming systems at the time of surgery and a lead and generator replacement was done. The return product form noted that the replacement was prophylactic.

Event description:
Visual examination noted tool marks on the generator case most likely associated with manipulation of the generator during the explant procedure. No other surface abnormalities were noted on this device. The septum was not cored. The pulse generator was opened. A visual assessment of the pcb revealed no anomalies. Due to the premature battery depletion, additional testing on the module will be performed. The module will be attached to a new battery and the current drain will be periodically monitored for 3 months in an attempt to identify & correct the source of any high current drain, should the condition reoccur. Based on the electrical test results, the generator exhibited current consumption rates that are within specification. A cause for the discrepancy in battery life, considering the current consumption rates are within specification, could not be determined. The pulse generator module performed according to functional specifications. Other than the noted anomaly, there were no performance or any other type of adverse conditions found with the pulse generator.